Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that when the leads were first put in, one of them was not straight. The doctor had told the patient this after reviewing x-rays. No symptoms were reported. No further complications were reported or anticipated.